Event description:
It was reported that pump over infusion: "non disposable tubing error" was observed. Starting volume 102.05 ml, rate 2.2 ml/hr. Volume left 9.6ml when it started beeping but bag was empty. Pump infused in 41.64 hrs versus 46 hours 92.45ml given for 46 hr infusion. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.